Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported bent and unsure properly inserted cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site because the cannula did not go through the skin. The patient reported the cannula was visibly bent.